Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 39 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer stated that she over bolused for the amount of food she was eating prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.